Event description:
It was reported than an implantable neurostimulator (ins) overdischarge was suspected. There were coupling and/or communication issues. A medical or therapy problem was reported. A complaint about the stimulation was reported. When stimulation was turned on the caller reported stimulation in the wrong location. The patient stated the device did not work. The patient visited both the doctor and manufacturer representative and discussed the event. The patient was scheduled to come into the office for reprogramming. However, the patient was not reprogrammed. The patient programmer and recharger were not replaced and the patient was not able to recharge successfully. The patient did not have surgery to fix the problem with the system and would not have surgery. The ins was located in the front. Later, on (B)(6) 2014, the patient reported they had the entire spinal cord stimulation (scs) system explanted ¿a few years ago¿ because they could not get the ins battery recharged ¿so the battery failed.¿ the manufacturer representative tried three different times to recharge it (twice at the clinic and once in (B)(6)) but it failed to recharge. The patient knew everything was explanted because they had to cut her thigh to get it out. The patient wanted to donate the patient programmer and recharger.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v137815, implanted: (B)(6) 2008, product type: lead; product ID 377860, lot# v149135038, implanted: (B)(6) 2008, product type: lead; product ID 3487a-56, lot# v153223, implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).